Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during an ipg replacement on (B)(6) 2024 (ref manufact number: (B)(4), the lead, which previously was found to have high impedances, was found to have been cut at the tail end during an unrelated procedure. The lead was then cut halfway through at the tail and plugged into the ipg. The paddle portion remains implanted. No further intervention is planned.